Manufacturer narrative:
Initial reporter zip: (B)(6). (B)(4).

Event description:
It was reported that during a procedure the device produced metal pieces from the shaver during use in the joint. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed. No abnormalities were reported with this product during manufacture. (B)(4).